Event description:
Revision of left hip. Patient presented pain. Revision performed on both hips in jan 2012 (l) and may 2012 (r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and without revision of the femoral stem. Patient seeking compensation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Updated product information based on additional information. An event regarding off-label use involving a ti sleeve for alumina head was reported. Conclusion: the reported event involves patient pain. Review of the provided implant sheets indicated that a stryker sleeve and stem were used with a smith and nephew head and cup. This type of use is warned against in the IFU packaged with the device. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Revision of left hip: patient presented pain. Revision performed on both hips in (B)(6) 2012 (l) and (B)(6) 2012 (r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and without revision of the femoral stem. Patient seeking compensation.